Event description:
It was reported the patient was referred for surgery and underwent a generator replacement on (B)(6) 2016. System diagnostics were performed prior to the explant of the device showing the device was working as expected. The generator was replaced with a new generator and diagnostics were run again showing this device was working as expected. It was later reported by the patient that she had actually had painful stimulation in her neck for over two years. It was noted the device was programmed off for an unknown amount of time; however, the patient's seizures came back, so they programmed her device back on. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Clinic notes were received in regards to a replacement referral for the patient. Within the clinic notes it was found the patient was experiencing pain at the electrode site during interrogation. This pain appeared to begin on (B)(6) 2014. Additionally, clinic notes from (B)(6) 2014 showed the patient was a normal therapy settings and found that the diagnostic results were ok with dcdc values for both system and normal mode diagnostics at 3. However, during the next visit, it was noted the patient's vns therapy settings were the same, but that one diagnostic value was at dcdc = 3 and the other was at dcdc = 0. It was not specified which diagnostic result was system and which was normal mode. The patient's following three visits showed that the therapy settings did not change, but there were notes indicating the physician was unable to perform vns diagnostics due to pain. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The explanted generator was received by the manufacturer for analysis. Analysis is expected, but has not been completed to date.

Manufacturer narrative:
Describe event or problem; device manufacture date; evaluation codes, method, results, conclusions: corrected data: this information was inadvertently left off of supplemental #01 MFR. Report.

Event description:
Since the vns diagnostic results were within normal limits both before and after the surgery, it can be determined there was no issue with the vns lead. An assumption was made that the lead may have had low impedance as the clinic notes showed that the patient had painful stimulation, and at the same time the dcdc value changed from dcdc = 3 to dcdc = 0. It is known that impedance values can fluctuate; however, a drop or increase in dcdc values associated with painful stimulation can be an indication of a malfunction. Once it was clarified by the patient that her painful stimulation onset was 2 years prior to the change in impedance, and impedance value was confirmed to be within normal limits even with the new generator, there was no longer a suspicion of a lead malfunction.

Event description:
Product analysis (pa) for the returned generator was approved on (B)(6) 2016. The reported painful stimulation allegation was beyond the scope of the pa lab. However, the device output signal of the generator was monitored for more than 24-hours, while placed in a simulated body temperature environment. Results showed no signs of variation in the generator¿s output signal and demonstrated the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the generator and that no abnormal performance, or any other type of adverse condition, was found.